Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A manufacturing record evaluation was performed for the finished device [1912061] number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that the handpiece was connected with a main unit after ¿connect cable¿ was shown. Next, ¿insert electrode¿ was displayed, and an electrode was connected with the handpiece. But ¿insert electrode¿ was unchanged. The complaint device was received and evaluated. There are no visual damage in the connect cable. The tip where connects the electrode showed marks of constantly used. It is not possible to test its functionality; therefore, the device was sent to supplier for further evaluation. Supplier summary: testing performed on the returned handpiece could not detect any issues with the product. The handpiece passed the electrical and functional tests which included correctly identifying when an electrode was attached therefore not substantiating the customer¿s claims. From our investigation we were unable to find to confirm the customer reported defect. The returned device passed both electrical and functional testing and was found to meet the manufacturers specification and function as expected. A manufacturing record evaluation was performed for the finished device [1912061] number, and no non-conformances were identified. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during hto (high tibial osteotomy) surgery, the handpiece (225002) was connected with a main unit after ¿connect cable¿ was shown. Next, ¿insert electrode¿ was displayed, and an electrode was connected with the handpiece but nothing happened. The electrode was replaced and connected with the handpiece; however, the issue persisted. The sales rep checked the handpiece and confirmed that replacing a handpiece corrected the issue. There was no surgical delay and no harm to the patient. The device was the 2nd use when the issue occurred. No additional information was provided.